Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached six ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to deploy a new ruby coil in the target vessel, the physician experienced resistance after half of the ruby coil was placed inside the aneurysm; therefore, the lantern was adjusted to make more room for the ruby coil to deploy, but the ruby coil would not come out the lantern. The physician then slowly pulled back the ruby coil pusher assembly; however, the ruby coil had unintentionally detached inside the microcatheter. Therefore, the physician pulled out the lantern containing the detached ruby coil which began to unwind. The physician unwound most of the ruby coil and was able to remove it from the patient¿s body. The procedure was ended at this point. There was no noted damage to the lantern after removal. In addition, there was no report of an adverse effect to the patient.